Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir had air bubble anomaly. Approximate size of air bubbles were many tiny bubbles on her tubing and reservoir. Customer noticed air bubbles during therapy. Customer was declined troubleshooting and no more air bubbles after so, she tried using new set from a different box. Customer stated that the sensor issue. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.